Event description:
It was reported that approximately 8 months post stent graft implant at the venous anastomosis in a left forearm av graft, stenoses were identified within the stent graft and in the arterial limb of the av graft. Balloon angioplasty was performed to successfully treat the stenoses. The pt tolerated the procedure well.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are currently being reviewed. The stent graft remains implanted; therefore, a device eval could not be performed. The investigation is currently underway.